Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead the patient heard the device beeping. A data transmission report was sent and interrogation revealed rv lead bipolar alert trigger for greater than 1500 ohms. A few days later the rv lead tip coil impedance spike. The rv bipolar impedance and rv tipcoil impedance were trending around 500 ohms, then spiked to greater than 3000 ohms, a few days later. The rv lead pacing threshold jumped as well. It was also noted that two ventricular tachycardia (vt) non sustained episodes occurred due to noise and oversensing. The rv lead remains in use. The patient to be evaluated during office visit. No patient complications have been reported as a result of this event.